Event description:
The manufacturer received information alleging a ventilator's navigational button does not function. The device was not in patient use. An attempt for additional information was unsuccessful. The manufacturer believes they will be unable to gather additional information or have the device returned for evaluation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.